Event description:
The angio-seal was deployed in the right femoral artery per manufacturer's instructions. The sheath malfunctioned. Manual pressure was held, and hemostasis was obtained. When assessed, the patient was found to have pedal pulses bounding. This incident was reported to the st. Jude rep.